Event description:
It was reported to philips healthcare that the heartstart mrx that had not been in use for 2 months failed to power up on battery power. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.